Manufacturer narrative:
(B)(4). The rt020 end expiratory filter (rt020 filter) is a single use product designed as bacterial/viral filter to prevent contamination of the ventilator by microorganisms present in the ventilatory gases of patients undergoing treatment. Method: the complaint rt020 filter was received at the fisher & paykel healthcare (f&p) in new zealand for evaluation and was visually inspected and scanning electron microscopy (sem) tested. Results: visual inspection of the rt020 filter revealed a white powder present on the circuit side of the filter. There was no damage to rt020 filter observed. Sem testing identified the white powder from the returned rt020 filter as sodium chloride. Conclusion: based on the information provided by the customer and the results of the investigation, the problem the customer experienced was due to the rt020 filter being saturated with the saline solution with nebulized drugs. Rt020 end expiratory filters are visually inspected and pressure tested for leaks before leaving the production line, and those that fail are rejected. The complaint rt020 filter would have met the required specifications at the time of production. Our user instructions which accompany the rt020 filter state: change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.

Event description:
A healthcare facility in london reported via a fisher & paykel healthcare (f&p) field representative that a rt020 end expiratory filter clogged and "crumbled into dry powder" while in use. The healthcare facility told f&p that the patient complained of being unable to breathe and the patient was "peri-arrested". Despite the several attempts f&p could not clarify with the healthcare facility what "peri-arrested" means in this instance. The healthcare facility reported that the issue was resolved after the filter was changed. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint rt020 filter was received at fisher & paykel healthcare (f&p) in (B)(4) and it is currently being evaluated. We are also attempting to obtain further information from the customer to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of the investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt020 end expiratory filter clogged and disintegrated. The healthcare facility told f&p that the patient "peri-arrested". F&p has sought to clarify with the healthcare facility what "peri-arrested" means in this instance.